Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: the display was dim and reddish. (B)(6).